Event description:
The device was found in standby mode. Normal behavior was restored with device re-initialization. The device remains implanted. Note: a lead revision has been planned due to an increase in ventricular thresholds.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the u.s. In response to the warning letter that the u.s food and drug administration issued to ela medical (dated (B)(4) 2009), ela is filing this MDR at this time. Pt (B)(4) = device was in standby mode. Review of the electronic data and files received. The switch to standby mode most probably resulted from an alteration of device memory data. As described in the labeling, standby mode is a safe mode of operation. There is no pt safety issue. The device was re-initialized and normal behavior was restored. The device can remain implanted. Conclusion: the switch to standby mode resulted from an alteration of device memory data. As described in the labelling, standby mode is a safe mode of operation. The root cause of this alteration could not be identified with certainty but the most probable hypothesis would be a soft error ("single event upset" or "bit-flip" - i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. However, potential source of interference should be checked to determine the reason for this switch (such as a strong interference, medical environment...). Normal behaviour was restored upon device re-initialization. This switch is not related to the increase of the ventricular threshold.